Event description:
Patient contacted dexcom to report the sensor gave inaccurate blood glucose readings. The patient did not report any medical intervention or injuries.

Manufacturer narrative:
Product return received is the receiver and transmitter. The sensor, which is the actual product at fault, not returned. No data available for evaluation.